Event description:
It was reported that during a photoselective vaporization of the prostate procedure for benign prostatic hyperplasia, the fiber stopped working. Due to this, the procedure was completed using another device. There were no patient complications. The analysis of the returned device did identify a fiber body break between the control knob and the distal tip.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly analyzed. Visual and microscopic inspection identified that the fiber was broken between the control knob and distal tip. The fiber also presented severe debris, which is indicative of prolong tissue contact. The fiber was functionally tested with the hene (helium-neon) laser fixture. The aiming beam light did not travel along the fiber body, due to the break. It is likely the damage occurred when excessive force was inadvertently applied to the fiber during heavy tissue contact. Based on analysis results, the interaction between the user and device, caused or contributed to the event. A conclusion code of unintended user error caused or contributed to event was assigned to this investigation.